Manufacturer narrative:
The field service representative (fsr) replaced the bearing of the guide rails of the slide, vacuum and waste drawer which resolved the issue. The instrument service history review for ai20676 revealed no additional issues related to the current complaint and the slide, vacuum and waste drawer. A review of tracking and trending did not identify any trends for the part that was replaced. A review of tracking and trending for the alinity I did not identify any similar issues as described in this complaint. A review of manufacturing documentation did not identify any non-conformances related to the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module or the slide, vacuum and waste drawer.

Event description:
The customer reported that the entire drawer that holds the waste can on the alinity I processing module fell out on the floor and all the ball bearings went everywhere. The customer stated that they have just set it back inside and the module is running. There was no negative impact to user safety or patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that the entire drawer that holds the waste can on the alinity I processing module fell out on the floor and all the ball bearings went everywhere. The customer stated that they have just set it back inside and the module is running. There was no negative impact to user safety or patient management.